Event description:
It was reported that bd cathena 24gx0.75in winged bc needle retraction failed. It was reported by the customer that unknown issue. Verbatim: rcc received a complaint via email. Email(s) attached. Please see below for angio picture from barrhead complaint. Unknown issue. Product number - 386815. Additional info: 1. I inserted IV, got flash of blood, tried to advance catheter into vein, but needle would not retract. I was able to wiggle it loose, and it did come off the plastic catheter eventually, but the needle came out exposed and not covered by the safety sheath. 2. No. 3. 2 occurences that I am aware of. 4. No sample available. I disposed of it in sharps container.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 386815, batch#: 3267040. It was reported by the customer that unknown issue. Verbatim: rcc received a complaint via email. Please see below for angio picture from barrhead complaint unknown issue: product number - 386815. Additional info: 1. I inserted IV, got flash of blood, tried to advance catheter into vein, but needle would not retract. I was able to wiggle it loose, and it did come off the plastic catheter eventually, but the needle came out exposed and not covered by the safety sheath. 2. No. 3. 2 occurences that I am aware of. 4. No sample available. I disposed of it in sharps container.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.